Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient had 2 leads implanted with the same lot number. It was reported the patient was not receiving effective stimulation in his right foot. Lead diagnostics revealed high impedances on contacts 9-16. Reprogramming was unable to resolve the issue. X-rays confirmed lead migration. The patient underwent surgical intervention where the lead was replaced with a new one. The patient is now receiving effective stimulation.